Event description:
From written description of phlebotomist: "I was removing the butterfly needle from the syringe after activating the safety device and the safety device kind of broke off and the needle went kind of to the side of the device and poked my finger." Phlebotomist incurred needle stick to right 5th finger.